Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the first image depicts the devices display box. The second image depicts the product information sticker. The third image depicts the device in its blister pack. Due to the quality of the images there is no visible damage in the images. One instrument was returned with the blister pack. Functional testing found that the handle was actuated, and the instrument cycled properly. It was reported that the device was not working after few fires and the tacks which was fired were unable to hold the tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom), while firing the tacker to fixate mesh, the device was not working after few fires and the tacks which was fired were unable to hold the tissue. The case was completed using another brand's tacker. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom), while firing the tacker to fixate mesh, the device misfire. The case was completed using another brand's tacker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.